Event description:
It was reported by a company representative that during a software upgrade of a physician's tablet a failure to interrogate was observed on his demo generator. The 9 volt battery in the wand was replaced which did not resolve the issue. The serial cable was then swapped, which isolated the problem to the cable. The serial cable was received by the manufacturer on (B)(6) 2015. Analysis was performed on the returned cable and the reported allegation was verified. The cause for the reported allegation is associated with an open wire connection in the returned serial cable connector. No further anomalies were identified.